Event description:
Doctor was done using blade in knee procedure. When blade was taken out of hand piece, it was broken. The inner could be removed from the outer. There was no apparent harm to the patient cause by this incident.